Manufacturer narrative:
Concomitant medical products: localized cold. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® voluma¿ in the cheeks, and juvéderm® volift¿ with lidocaine in the tear troughs. Approximately 1 month later the patient presented "inflammation, pain and hematoma in the injected sites:". Patient prescribed with prednisone. Symptoms did not resolve therefore patient treated with hyaluronidase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00462 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, unspecified juvéderm® voluma¿.